Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Date of event is estimated. Additional device information: serial number, lot number, and expiration date is unknown. Date of implant is unknown.

Event description:
It was reported that the patient had developed back pain following implant surgery, and the lead was found to have migrated. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue.

Manufacturer narrative:
After device information was obtained, serial number, lot number, and expiration date of section d. Suspect medical device could be completed in this report, as well as h4 - device manufacture date.